Event description:
It was reported, that this implantable cardioverter defibrillator (ICD) system recorded a latitude alert. For pacing impedance high out of range in the right ventricular (rv). Boston scientific technical services (ts) reviewed, the available data and did confirm, one single pacing impedance high out of range measurement. No noise or artifact was noted. Boston scientific ts recommended, lead testing at the next in-clinic follow up visit. At this time, this ICD and competitor rv lead remains in service. And there were no adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific. And as a result, laboratory analysis could not be conducted. The associated investigation determined, that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined, that this type of event is likely, the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020, to stabilize the electrical connection between the spring contact and the lead terminal. This report is being filed, to correct the h4 device manufacture date.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a latitude alert for pacing impedance high out of range in the right ventricular (rv). Boston scientific technical services (ts) reviewed the available data and did confirm one single pacing impedance high out of range measurement. No noise or artifact was noted. Boston scientific ts recommended lead testing at the next in-clinic follow up visit. At this time, this ICD and competitor rv lead remains in service, and there were no adverse patient effects reported.